Manufacturer narrative:
Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Moufarrij, n.a. Epidural hematomas after the implantation of thoracic paddle spinal cord stimulators. Journal of neurosurgery. 2016:1-4. Doi: 10.3171/2015.8.jns15396. Summary: this study involved retrospectively analyzing the experience of a single surgeon in a consecutive series of patients who underwent the implantation of a thoracic paddle spinal cord stimulators (scss) with respect to the occurrence of a symptomatic epidural hematoma. For comparison, the occurrence of a symptomatic epidural hematoma in non-scs thoracic laminectomies done during the same period of time was determined. Reported event: a (B)(6) female patient experienced an infection with a previously implanted paddle spinal cord stimulation (scs) system, which was placed by another surgeon. After the first implantation she also developed reversible unilateral leg weakness. This system was removed due to the infection. The source literature did not include any specific device information. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, and patient outcome as well as diagnostics/troubleshooting, actions/interventions, and potential causes relating to the reported unilateral leg weakness. A supplemental report will be submitted if additional information is received.